Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced stress incontinence with leaking a small amount with sneeze and cough. On (B)(6) 2016 the patient was prescribed estrace. The patient was also directed to start a home kegel program and biofeedback. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.